Manufacturer narrative:
(B)(4) information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. No device is being returned the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Service of summons and complaint was manufacturer's first notice of this event. Plaintiff's counsel claims in the complaint that the pt was injured requiring medical treatment to right shoulder. He alleges that cryotherapy was applied. The complaint contains no info about the therapy protocol prescribed by plaintiff's doctor (e.g., duration of cold therapy sessions and breaks in between same, temperature settings) the barrier placed between the device and the pt's skin, instructions provided to the pt about use of the device or whether there were any contraindications for cold therapy. Plaintiff claims she suffered personal injuries resulting in disfigurement and physical impairment. The company has been unable to confirm the manufacturer of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, device remained closed on the tissue during a termino-terminal anastomosis procedure, just after firing without any problem; the device was stuck, impossible to remove. After finally removing it (without detail), the physician noticed an injury on the right side of the anastomosis. The staple line was completely removed and a new colorectal margin was cut. Then manual anastomosis was performed. No device will be returning. (B)(6).